Event description:
The surgeon was inserting a competitor's lens using a ftp-indigo plunger and the plunger overrode the lens and a haptic was torn off from the lens. The surgeon removed the lens without enlarging the incision. No pt injury.